Event description:
It was reported that the patient only had the use of one hand, and they can insert the intermittent catheter half of the way in, but then the catheter bends. The patient stated that the caregiver could get it in with no problems, but the patient could not. Representatives sent samples to the patient, but they were not working either.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient only had the use of one hand, and they can insert the intermittent catheter half of the way in, but then the catheter bends. The patient stated that the caregiver could get it in with no problems, but the patient could not. Representatives sent samples to the patient, but they were not working either.